Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery failed.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units battery failed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse detected expired batteries. So, in order to fix the issue, the fse replaced the batteries (0146-00-0097). The fse then performed functional test. The unit was then cleared for clinical use.

Manufacturer narrative:
Date received by mfg in mfg follow-up #2 was incorrect. The correct date received by mfg is 24-apr-2023.